Event description:
Customer reported system displayed a ma sensor failed error. No injury to pt was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced a faulty high voltage power supply. System operates intended.